Event description:
Customer reported that there was a delay in the touchscreen response. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and a callback, so no further action was taken.